Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the available instrument data and determined that the cause of the discordant calcium and albumin results was unknown. The tsc determined that there was no instrument malfunction during the time of the event and the event could potentially be related to sample handling. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca) and albumin (alb) results were obtained on a dimension exl with lm instrument for one patient. The initial results were reported to the physician, who questioned the results. The sample was repeated on the same instrument and the corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ca and alb results.